Event description:
A power supply failure prevented the account from running a pth assay required for pt assessment during surgery. The field service rep found the malfunction had been caused by a faulty waste pump. The fsr repaired the instrument by replacing the waste pump.